Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: both e315 error and rainbow image due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of biopsy port damage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the servicecenter. During onsite inspection of the device, rainbow image and e315 error were found. There was no patient involvement.